Event description:
During a patient event, the customer found that the device powered on in pacing mode and it did not allow the user to enter other modes. The customer received a call for a cardiac arrest and confirmed the patient condition at the time of arrival. The responders initiated manual CPR and started providing care. The user turned on the device and it automatically went to pacer mode and failed to exit the mode after three attempts. At that time, the paramedics plus crew arrived at the scene and connected another device (unknown brand) to the patient. The exact delay between devices is unknown but reported to be greater than 30 seconds. The customer also reported that there was no delay in patient care and the cardiac arrest was carried out per the established protocols. The patient remained in a non-shockable ECG rhythm for more than twenty minutes and was declared deceased at the scene. There were no further details provided regarding the event.

Manufacturer narrative:
.

Event description:
Further follow up with the customer found that the delay between switching devices during the event was approximately three minutes. The paramedic that reported the event confirmed that the device problem had no adverse effects on the patient. The patient hand unwitnessed arrest.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a damaged pacer button on the main control keypad assembly. The damage electrically shorted the pacer button and disabled other buttons functionality required for defibrillation therapy. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.

Manufacturer narrative:
The initial MDR reads: physio-control evaluated the device and verified the reported failure. Physio determined the cause for the malfunction to be a damaged pacer button on the main control keypad assembly. The damage electrically shorted the pacer button and disabled other buttons functionality required for defibrillation therapy. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. The initial MDR should read: physio-control evaluated the device and verified the reported problem. Physio determined the cause for the malfunction to be a damaged pacer button on the main control keypad assembly. The damage electrically shorted the pacer button and the user is unable to access ECG in paddles lead while the pacing function is on. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.